Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken, the pixel shift was incorrect and the llk plug of the video cable section was damaged. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. As for the additional findings, the charged coupled device was broken and therefore the pixel shift was incorrect. A root cause could not be identified for llk plug of the video cable section was damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope did not show any images during maintenance. There were no reports of patient involvement.